Event description:
It was reported that this left ventricular (lv) lead was damaged during generator change out procedure. This lead was surgically abandoned and replaced with a new lv lead. No additional adverse patient effects were reported outside of the prolonged surgery. As of today, this lead has not been received by boston scientific for further investigation.